Event description:
It was reported that after using the product for one month, the skin under the cica care gel sheet become darker and a little dry when compared with the surrounding skin.

Manufacturer narrative:
(B)(4)